Manufacturer narrative:
A1,2,3,4,b6,7,d10,e1,2,3-info not provided by affiliate. H4,8-info not available. Results of evaluation: conclusion: based upon the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
It was reported "directly from the hosp, that while trying to use the device clips fell out of instrument. Switched to another instrument which was fine. The next two clip appliers jammed and the clips fell out. They had to retrieve the clips from abdomen of pt. Completed procedure by switching to another instrument. Pt ok. Two instrument discarded at time of use. Only one being returned for eval. No further records kept by hosp. There was no consequence to pt.